Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and connect continuous glucose monitor on replacement device.